Event description:
It was reported that stent jumping occurred which required additional intervention. The target lesion was located in the iliac artery. A 14x40x120 epic ous vas was selected for use. During the procedure, stent jumping was noted inside patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
An epic device was returned for analysis. A visual and tactile examination revealed no issues with the outer sheaths. The device was received with the stent partially deployed by approximately 20 mm. A visual inspection showed no issues with the tip of the device, and no damage was observed on the handle. The handle was opened for further inspection, and no evidence of inner prolapse was found. No other issues were identified during the analysis.

Event description:
It was reported that stent jumping occurred which required additional intervention. The target lesion was located in the iliac artery. A 14x40x120 epic ous vas was selected for use. During the procedure, stent jumping was noted inside patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.